Manufacturer narrative:
(B)(4). Batch # m91h0n. Additional information was requested and the following was obtained: it is not known if a cholangiogram was performed in the procedure. The surgeon closely inspected the clips fired and found that intermittently the clips formed properly. Other times he had to fire more clips if he found a clip was falling off the cystic duct or a vessel. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 9/24/2015. Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon would fire the device, closing the trigger plastic to plastic. The deployed clip would at times not be fully closed and sometimes fall off the target tissue. The surgeon closely inspected the clips fired and found that intermittently the clips formed properly. Other times he had to fire more clips if he found a clip was falling off the cystic duct or a vessel. The surgeon used the same device to complete the procedure with close inspection of clips. There were no adverse consequences for the patient.